Manufacturer narrative:
Sientra complaint #: case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade unknown, left side.

Manufacturer narrative:
Sientra requests to void this report as this is not the affected side or serial number. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral patient claimed systemic and breast implant illness, symptoms: fatigue, brain fog, weight gain, intermittent fevers, anxiety pain in the knee joints, dry skin, hair loss, dry eye, bloating, temperature intolerance, heavy menstrual periods, occasional tension headache. Bilateral capsular contracture, baker grade 2 and mastitis, left-side.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra is sending this following up to notify the FDA that this complaint was reported to not be the affected side/ device on (B)(6) 2023 and was only the contralateral so a follow up was sent in request to void this report but per the physician diagnosis and revision operative received and reviewed on 18-may-2023, this side is the affected side/ device. Additional event information provided on b5. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.